Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that driveline repair was requested on 18apr2023. Tech service was planned to be onsite for the repair.

Manufacturer narrative:
This event was determined to be a supplemental information to manufacturer report number 2916596-2023-02286.